Event description:
Additional information was received that intermittent noise and oversensing continued to be observed. The patient was seen for in-clinic follow up and noise was unable to be reproduced with patient isometrics and valsava maneuvers. The noise was suspected to be myopotential in nature and it was noted that the patient uses a continuous positive airway pressure (CPAP) machine. Additionally, pacing impedance measurements were noted to have decreased from 800 to 450 ohms. Programming changes were made and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the patient was seen in-clinic for follow up. No noise was able to be produced with patient isometrics. Defibrillation threshold (dft) testing was performed and revealed no anomalies. The physician will continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in pacing inhibition for greater than two seconds of asystole. This patient was pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.